Event description:
It was reported to philips that the system shutdown unexpectedly multiple times. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips remote service engineer (rse) inspected the system remotely and confirmed that it was not booting up. A philips field service engineer (fse) visited the site and found that the review module was malfunctioning due to a power issue. To resolve the issue, the fse replaced the review module, conducted tube conditioning, made adjustments for grid leakage current errors, and conducted an iq test with the westmead phantom. After which, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.